Manufacturer narrative:
One bipolar pacing catheter with 2 - din adaptors was received. There was no cable received. The balloon inflated with a 1.3ml of air and it inflated clearly and concentrically and did not leak. A visual examination of the catheter body found no abnormalities. Continuity testing was performed by connecting one lead to the electrode and the second lead wire to the corresponding electrode lead wire and flexing the catheter. Continuity testing confirmed both distal and proximal electrodes were continuous and there were no shorts or intermittent conditions. The cause of the event could not be determined; however, procedural factors may have contributed to the complaint. A device history record review was completed and documented that the device met all specification upon distribution.

Event description:
It was reported that the cable had a visual failure and the probe could not be used. There were no patient complication reported. Attempts have been made to clarify the complaint; it was indicated that the device is being returned for evaluation. A supplemental report will be submitted.